Event description:
This is a case report received by baxter (B)(4) from a facility pharmacist. It was reported that one lv5 infusor overinfused during patient use. Reportedly the chemotherapy ran for 30 hours instead of 48 hours as initially intended. The client experienced chest pain, nausea and a headache. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.